Event description:
(B)(6) issue summary (B)(6): "I purchased a box of (B)(4) denture cleanser. I have used half the box and it started burning my mouth. I found out that there is an allergen mixed in the product. I want to know if I can get my money back on this product since this was purchased in november?"